Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen. Data was received for evaluation, data review did not confirm the reported event of inaccurate cgm values. A probable cause could not be determined via data. The receiver was returned for evaluation. A visual exterior inspection was performed and passed. The receiver passed the charge and boot testing. The receiver log was reviewed, finding no errors related to the complaint. A receiver functional test was performed and passed all relevant testing. The complaint of receiver initialization without a manual restart could not be confirmed. The probable cause could not be determined. No additional event or patient information is available.